Manufacturer narrative:
Exemption number e2019001. Visual dimensional and functional inspections were performed on the returned device. The reported difficulty to advance the sds through an introducer sheath could not be confirmed as the sheath used in the procedure was not returned. Additionally, it was noted that the inner and outer member was stretched at the proximal end of the proximal seal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that per the peripheral stent system omnilink elite instructions for use (IFU), the device is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. Use of the device in the subclavian artery does not appear to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. The noted inner and outer member stretching at the proximal end of the proximal seal likely occurred during retraction after attempting to advance the stent delivery system through the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture.

Event description:
It was reported that the procedure was performed to treat a lesion in the subclavian artery. A 10.0 x 29 mm omnilink elite 35 stent delivery system (sds) could not pass through a 6f unspecified introducer sheath. A 9.0 x 29 mm omnilink elite sds passed through the same introducer sheath to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned goods analysis identified that there was stretching to the inner and outer member of the 10.0 x 29 mm omnilink elite 35 sds proximal to the proximal seal.